Manufacturer narrative:
Date of event: (B)(6) 2019 date of report: 18jul2019.

Event description:
The customer reported the v60 unit went blank and restarted while on a patient. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Event description:
The customer reported the v60 unit went blank and restarted while on a patient. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
Date rec'd from MFR: 08oct2019. The support service technician performed an evaluation and found that the central processing unit printed circuit board (cpu pcb) was defective. The support service technician replace the cpu pcb to resolve the reported problem. The technician performed functional testing after repair, and the unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event